Manufacturer narrative:
Follow-up #1 date of submission 02/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim, blurred, and discolored. It was also reported that the screen could only be read in a dark setting. The pump reportedly had minor scratches on the display lens, but was not exposed to moisture nor was it damaged. No improvement was noted with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.